Event description:
It was reported when the device was used in an unknown procedure, the device jammed and the staples malformed. Another device was used to complete the case. There was no consequence to the pt.